Manufacturer narrative:
Result of device evaluation: the suspect faulty main printed circuit board assembly was returned to the carefusion failure analysis lab. The component was installed on a known good unit and powered on. The reported problem of failing calibration could not be duplicated. Multiple transducer faults were found recorded in the events log and the report of transducer fault was confirmed.

Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and a follow up report submitted if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their vela ventilator generated a "xdcr fault" (transducer fault) alarm and was not ventilating while a respiratory therapist prepared the unit for use. Investigation by the customer found the exhalation flow transducer's zero a/d count drifted too much and failed to calibrate. The customer reported that the ventilator was not in use on a patient when the event occurred.